Manufacturer narrative:
The device was returned to cardinal health for evaluation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the black handle. A terumo pinnacle 5f procedural sheath was observed on the returned mynxgrip 6f/7f device, covering the balloon proximal tip. The condition of the returned device indicates a misuse of the device as this device is not compatible with a 5f procedural sheath. The 5f procedural sheath was removed from the device and the device was reinserted into a 6f procedural sheath and was able to be advanced without issue. Shuttle down procedure was simulated and the advancer tube was able to engage the distal tamp lock as intended. A review of the lot history (f1616501) indicated that there were no reworks or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the most likely cause of the reported event was off label use. The mynxgrip instructions for use (IFU) states that when using a mynxgrip 6f/7f device (green), confirm that the procedural sheath is 6f or 7f (green) with an overall length not exceeding 15.7 cm. Should additional relevant information become available, a supplemental report may be filed.

Event description:
It was reported that the mynxgrip 6f/7f vascular closure device failed to deploy the sealant because the shuttle failed to advance completely. The device was being used for arterial closure following an interventional procedure. The user could not shuttle down completely because the device reportedly felt "sticky" and significant resistance was met. It was reported that the device did not shuttle down as smoothly as previous deployments by this user. After shuttling down, unusual force was applied when retracting the sheath. The grip sealant "plug" was observed stuck inside the sheath, so the user converted to manual compression for 30 minutes or less to achieve hemostasis. The patient was not hospitalized and/or hospitalization was not extended as a result of this incident. Additional information was requested, but was unknown.